Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
This is a report of a peritoneal dialysis (pd) patient who was hospitalized for feeling full and difficulty breathing. The patient¿s caregiver stated that during the hospitalization the patient drained 4000 ml. The patient¿s prescribed fill volume was 1500 ml. The drain volume is 267% of the patient¿s fill volume. The treatment records during hospitalization were unable to be obtained. The patient¿s caregiver requested a replacement cycler. Additional information was requested but unavailable. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported complaint symptom was not confirmed. An external and internal visual inspection was performed with no physical damage or discrepancies noted. A simulated treatment was performed and completed without failure. The cycler weighed fill volume values were within tolerance. The system air leak and valve actuation tests passed. The load cell verification was within tolerance. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted. Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the reported hospitalization for difficulty breathing and distention. There is a possible causal or contributory relationship between ccpd treatment with the liberty select cycler and the patient¿s hospitalization for difficulty breathing and distention. While hospitalized, the patient had a large manual drain volume of 4000ml which is 267% of the patient¿s prescribed fill volume suggesting the pt. May have experienced iipv which could have led to the patient¿s difficulty breathing and distention. However, confounding factors which may have led to the patient¿s large drain volume cannot be fully determined with the information at hand. Should additional new information be made available this clinical investigation will be reevaluated.